Manufacturer narrative:
The device was discarded. No product samples, videos, or photographs were returned for investigation. A probable cause cannot be identified based on the information that has been provided. The device history review (DHR) found there were no non-conformances found that would have contributed to the reported complaint.

Event description:
The event occurred on an unspecified date in 2019 and involved a microclave clear connector having leaked during an infusion of chemotherapy. The microclave clear connector was being used with an unspecified gripper needle and an elasomeric infusion device at the patient¿s home. The elasomeric infusion device is used to give chemotherapy over 46 hours. The leak was noted when the patient came in to the facility with dry, white chemo residue noted under the dressing. There was no injury or harm reported.